Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded the fiber was received in one piece, there were no defects on fiber body. During the microscopic analysis it was observed that the fiber tip was degraded. There was a distorted light exiting the connector face, indicating an internal connector fracture. The fiber was functionally test and results affirmed the aiming beam was very weak. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a flexible ureteroscopy lithotripsy, the fiber was making sound, and the fiber tip was blackened. The procedure was completed with another device without patient complications. The fiber returned and the analysis identified an internal connector fracture; therefore, this event is meeting reporting criteria based on these findings.